Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken blade at the base. A piece approximately 0.4115" x 0.1045" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument tip broke during pre-use test. The user was completing the procedure as planned to use a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.